Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for three patient samples tested with the elecsys probnp ii immunoassay and nse elecsys on a cobas 8000 e 801 module. In the morning, controls showed a downward trend. The customer repeated the controls and recovery improved. The patient samples were then tested. Of the mentioned samples, one had an erroneous probnp result. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a probnp value of 90 pg/ml. The sample was repeated twice, resulting with values of 309 pg/ml and 307 pg/ml. No adverse events were alleged to have occurred with the patient. The customer confirmed there was no fibrin in the sample. The probnp reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The service engineer performed an instrument check, which showed there was no problem. The investigation did not identify a product problem. The cause of the event could not be determined.